Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review confirmed the reported event of. The root cause was determined to be sensor noise.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse. It was reported that the receiver was displaying an error reading symbol for 10 hours and the patient had a hypoglycemic event. It was indicated that the patient they felt like fainting and decided to take fructose. At the time of contact, the patient was doing okay and in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.